Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the navigation system became unresponsive. After loading the patient exams the mouse could not be moved but the light on the mouse was lit. Pressing ctrl+alt+backspace did not reboot the system. Representative hard shut down and booted the system and was able to get into the software. When the patient exams were loaded, only 1/3 of the image with only the top of the head was displayed. Deleting the patient in the system and reloading resolved the issue and the patient exams were loaded without any issue. There was no patient present at the time of the issue.